Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she could not reconnect her infusion set tubing. The infusion set tubing detachment occurred during the second day of use. Customer was able to troubleshoot during the call. Customer reported that after disconnecting at the quick release, customer was not able to turn and reconnect to her infusion set site. Customer advised that the infusion set was not exposed to humidity or moisture. The product is expected to be returned.